Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer insulin pump is alarming no deliveries. The customer has received multiple no deliveries; educator is concerned about the customer's safety. The customer's blood glucose was 230mg/dl. Assisted customer in performing a 5.0u fixed prime, customer stated the insulin pump did exit. Customer declined to continue with troubleshooting. Customer stated they received four no deliveries yesterday and four additional today.

Manufacturer narrative:
The insulin pump was received with frozen screen, problem isolated to interface board. We were unable to confirm excessive no delivery alarms and unable to perform any test due to frozen screen. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, and severely scratched display window noted.